Event description:
It was reported that the system 7 sagittal saw was leaking an unknown fluid following cleaning. This resulted in a 1 hour delay to a surgical procedure. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Manufacturer narrative:
It was further reported by the customer that this device did not have a leaking issue. It will not be returned to the manufacturer for evaluation. It was confirmed by the account that there were no issues with this device. It will not be returned for evaluation.

Event description:
It was reported that the system 7 sagittal saw was leaking an unknown fluid following cleaning. This resulted in a 1 hour delay to a surgical procedure. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not being returned for evaluation at this time. If additional information becomes available and the device is returned a follow up report will be submitted. The device is not being returned for evaluation at this time. If additional information becomes available and the device is returned a follow up report will be submitted.